Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received ICD analysis found an arc mark on can characteristic of a damaged lead.

Event description:
It was reported that noise was observed on the egm. An alert message for possible output circuit damage was observed. An insulation anomaly was suspected. The lead was capped.